Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter was having a wrap round issue, the patient was trying to display the averages but the right and left side of the screen had some segments missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.